Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm 19. The customer's blood glucose (bg) level was 99-110 mg/dl. The customer changed the supplies on the pump; however, the cartridge alarm 19 reoccurred. The customer was to use a non-tandem pump and insulin injections to manage diabetes.

Manufacturer narrative:
No device issue related to the reported occlusion was observed during device investigation.